Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). One patient (pid 1) was redrawn and the new sample resulted lower when tested on the same instrument. The initial sample from pid 1 was rerun on an alternate advia centaur instrument, also resulting lower. The initial sample was then rerun in duplicate on the same instrument, and the results did not match. For pid 2, the sample was rerun on an alternate advia centaur instrument and resulted lower. It is unknown if any rerun results were reported to the physician(s). Pid 1 was administered 200 mg of aspirin. It is unknown if pid 2 was treated. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced the wash block and aspirate probe guides. The fse ran a fluid rinse through the wash manifold. The system was calibrated and quality controls were run, all of which were within range. Patient samples were then run in duplicate and all results matched. During follow-up with the customer, the customer had not had any additional discordant troponin results. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.